Event description:
It was reported that there were high impedances prior to the procedure, and it was thought to be a lead problem. The patient was not getting therapy either. It was stated that the lead 'looked fine' during surgery, but they decided to replace the entire system. The procedure happened on the day of the report and the patient outcome was still pending. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-33, lot# v063306, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the unknown lead found one conductor was broken at the second most distal tine, 3.7 cm from the distal end. Circuit #1 was reported as open.

Event description:
It was further reported that prior to the revision, the patient was feeling stimulation in her left arm. It was reported that there was perhaps an issue with the patient's cognitive understanding. Additional information from the patient's physician noted that the cause was unknown. There were abnormal impedances (>4000 ohms) on electrode combinations of c/1, 0/1, 1/2, and 1/3. After the revision, impedances ranged from 547-2085 ohms. The patient was seen for reprogramming on (B)(6) 2013. There was 'questionable reliability' with stimulation location. The patient stated it was stimulating her abdomen, thighs and hips. The stimulation was turned off until her back issues were addressed. The patient had also forgotten her new programmer, but the patient had repeatedly forgotten her programmer on previous clinic visits. The physician questioned the patient's ability to use the unit. The patient believed it had to be painful to function. The patient outcome was reported as no injury/stable.

Manufacturer narrative:
Product ID: 3093-33 lot# v063306, implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3889-28 lot# unknown, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.